Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs2674 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter returned blood after it was placed in the patient. Patient status/ intervention: change new catheter.

Event description:
It was reported that the catheter returned blood after it was placed in the patient. Patient status/ intervention: change new catheter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of bleedback is inconclusive due to the state of the returned sample. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. The catheter was found to be patent to infusion and aspiration and no leaks were found. When the catheter was filled with water and held vertically with the valve of the catheter on top, no water was found to leak out of the catheter. A microscopic observation revealed no damage on the returned catheter. While the alleged failure was not able to be recreated with the returned sample in a lab setting, unknown clinical factors such as biological residue buildup in the catheter valve, catheter position, or patient anatomy could have contributed to the reported problem. Therefore, this complaint was determined to be inconclusive. H3 other text : evaluation findings are in section h.11.